Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conservation with a user facility representative(s). "[Name removed] called after hours phone asking for service all on unit, during pre-use check out the staff noted the tidal volumes are off by 200 ml. No patient involvement. "

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The carefusion field service representative evaluated the device and determined the reported issue was caused by a malfunctioning main board. The carefusion field service representative replaced the main board and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. The alleged faulty main board was received by carefusion on january 19, 2015, routed to the carefusion failure analysis lab and staged for evaluation. Based on the current information, this is a known issue with this vintage of main board. Carefusion has initiated an internal corrective action request through our corrective and preventive action system to address this issue. Should the failure analysis lab evaluation reveal that the failure of this main board is not associated with the known issue, a follow up medwatch report will be submitted.